Event description:
The patient called to report an elevation of her heart rate and is concerned that it may be related to her pacemaker. Additionally, the patient questioned if the pacemaker can affect blood pressure and pulse. Based on follow-up from with the clinic, the patient has an appointment scheduled in the near future. The pacemaker remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.